Event description:
Manufacturer rep states they are in the operating room (or) and trying to connect to a battery with the tablet but getting the validation error with 000100bb code, followed by the system error with code 0x54312948. Rep stated they have tried two tablets and two batteries. Technical services (tss) reviewed slowing down how fast the buttons are pressed and trying again. This resolved the issue. Tss sent email to rep to obtain the event details since rep had to go back to the case. The rep reported the cause was user error: they were not waiting long enough for the vanta app to connect to the battery. The rep reported there was no issue with the two batteries or two tablets they used.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.